Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use, the set undulation pressure (air flow) was not reached on the high flow insufflation unit. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the pressure issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure issue could not be determined. Olympus will continue to monitor field performance for this device.